Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment for chronic type b aortic dissection using gore® tag® conformable thoracic stent graft with active control system. After performing a two-debranch bypass, the first ctagac was placed in the descending thoracic aorta. The second ctagac was intentionally deployed with its partially uncovered stent covering approximately half of the brachiocephalic artery. During ballooning for the overlapping segment of two devices, a strong touch-up using a gore® tri-lobe balloon catheter resulted in enlargement of the entry tear/damage. Additionally, expansion of the true lumen caused distal migration of the second device, leading to a proximal type I endoleak. Although placement of a third ctagac proximally was considered, landing in the dissected segment below the brachiocephalic artery was deemed too risky. The procedure was therefore concluded, and a total debranch bypass with tevar is planned for a later date. On (B)(6) 2025, a contrast-enhanced CT examination confirmed a significant proximal type I endoleak with flow into the false lumen. On (B)(6) 2025, as a treatment, all aortic arch branches were reconstructed, and an additional stent graft was implanted proximally. Following the placement, a minimal type iiia junction endoleak was observed. The patient was decided to be monitored, and the procedure was completed. The physician¿s comment: balloon touch-up likely contributed to enlargement of the entry tear and migration of the stent graft.